Event description:
It was reported that the patient experienced ineffective therapy due to lead migration due to falling. As a result, surgical intervention was taken to revise the lead. Ineffective therapy still persisted so alternative pain management is being considered.